Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The date of device explant was not reported, so it is unknown if this device triggered eol while still implanted. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q3 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator, which was included in a previous field advisory, displayed a slightly longer charge time measurement of 11.5 seconds, despite a normal monitoring voltage of 2.8 v. Subsequently, a new software was released for this device and a clinician inquired as to what was required for this issue, as well as if this device was depleting normally because the gas gauge seems to have dropped more than expected. The clinician also stated that she did not like the small format of the programmer paper.

Manufacturer narrative:
Technical services (ts) discussed performing a save to disk of the device memory. The clinician planned to do this and send in for analysis after the next follow up. Subsequently, no save to disk has been submitted, however, ts advised that this device appears to be depleting normally, however, a disk was required for further information. More than 3 years later, the device was returned with no paperwork or information regarding the explant procedure. Analysis will be performed and when complete, this report will be updated.

Event description:
Analysis of this device is now complete.